Manufacturer narrative:
(B)(4). On an unknown date during the summer of 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient received unspecified treatment (dose, route, frequency, and duration not reported) for the event. It was not reported if peritoneal dialysis therapy was ongoing. The cause of the event and outcome of the patient were not reported. No additional information is available.